Event description:
It was reported that the customer inserted a sensor in the upper abdomen. It was stated that the customer removed the sensor two days later due to sensor alarms. When the sensor was removed, the cannula was not visible. It was stated that the cannula may have broken off inside the customer's skin. The customer was advised to seek medical attention, but the customer was not concerned with having the cannula in her body, and stated she probabaly will not seek medical assistance. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.